Manufacturer narrative:
Retainer ring=black. P-cap locked in place properly during testing. Unit received with blank display. After multiple batteries blank display continue. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. Per visual inspection it was determined the ingress of water corroding and causing electrical shorting on pcb1 and pcb2 causing a blank display. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to blank display. Unit also received with cracked case(battery tube). (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.